Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vticm5_12.6, -9.50/4.0/73, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different power lens due to refractive change overtime. This exchange resolved the problem. " wound stable, icl on axis, eye comfortable per pt., ac clear" was reported for status of the eye (signs/symptoms). Cause of event is unknown. H3 - device evaluation: the lens was returned dry with residue/debris on product, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/4.0/73, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. " wound stable, icl on axis, eye comfortable per pt. Ac clear" was reported for status of the eye (signs/symptoms).